Event description:
The customer called to report a sensor error. During the call, the customer experienced a low blood glucose reading of 39 mg/dl and the paramedics were called for assistance. The call was disconnected. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2009-02857 for hospitalization under the insulin pump.